Event description:
Novaplus instant hot pack item# v11450-040b manufactured by cardinal health burst open when the registered nurse attempted to activate the pack by squeezing it. Contents splashed on to the nurse's neck, chest and wrist and immediately became hot. The nurse sustained second-degree burns with blistering and open skin.